Event description:
It was reported that during a procedure of the circumflex artery, the multilink mini vision stent delivery system (sds) was backloaded over the balance middleweight (bmw) elite guide wire and advanced through the guiding catheter to an acute bend in the vessel when resistance was met. The bmw elite was advanced and the sds was attempted to be advanced but the two device became stuck and could not be advanced nor retracted individually. All three devices were removed together as a system from the anatomy without issue. A whisper guide wire was used with the same sds in the procedure and the stent was successfully deployed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for investigation and the reported difficulty to position and remove were confirmed due to damaged/offset coils. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The multi-link vision otw referenced is being filed under separate manufacturing report number.